Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure it was observed that the lead was unable to be fixed in position. The procedure was successfully completed with a replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported event was "unable to implant lead". As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.